Event description:
The pt has had frequent office visits with pain and pt swelling and been aspirated for bloody effusions. Pt was admitted at a different hosp in 2000 for a blood clot in the same leg. The dr is concerned it was caused by the lack of activity resulting from the restrictions placed when the pt presented with the effusions.